Manufacturer narrative:
The unit was examined and the factory determined the blood inlet port was damaged: .1 mm gap on the water port and heat exchanger housing connection. The routine visual examination and leak testing during mfg would have detected this type of defect. Possibly it was caused from shock or mishandling. No other reports of this type incident were received for this lot. No further action was taken.

Event description:
Leak at oxygenator heat exchanger water inlet/outlet 90 degrees elbow. Occurred during priming, started to leak right away when recirculating water through the heat exchanger.